Manufacturer narrative:
Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo med ab ltd (under registration (B)(4)). As of (B)(6) 2010, that number was de-activated due to the site no longer being a MFR going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration (B)(4). Further info will be provided upon MFR's investigation.

Event description:
Two certified nursing assistants were lifting a resident from the chair to a shower trolley. One certified nursing assistant was at the docking handle of the floor lift and the other was at the head of the resident, behind the chair. While lifting off of the chair, approx 3 or 4 foot off of the floor, the (B)(6) pulled the floor lift back and turned right to go to the trolley when the left leg sling clip fell off, causing the resident to slide and fall out of the left side of the sling, head first, hitting her head on the front edge of the door. The (B)(6) at the resident end tried to move quickly to catch the resident before she would hit the floor. The (B)(6) had to maneuver around the chair to get to the resident and tried to guide the resident easily to the floor. The resident sustained a cut to the back left side that required 3 staples and abrasions to arms.